Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2020 by the american journal of sports medicine. ¿arthroscopic biceps tenodesis outcomes: a comparison of inlay and onlay techniques." The study reviewed 37 patients and identified acl/pcl instability requiring a revision with bioabsorbable interference screws in 2 patients during the 1.5-year follow-up period. Ref: haidamous g, noyes mp, denard pj. Arthroscopic biceps tenodesis outcomes: a comparison of inlay and onlay techniques. Am j sports med. Oct 2020;48(12):3051-3056. Doi:10.1177/0363546520952357.